Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitors (icm) exhibited undersensing. The icm was reprogrammed (B)(6) 022 and the patient was in stable condition.